Event description:
It was reported that bd q-syte component damaged and leaked. The patient was admitted to the hospital with ¿acute inferior wall myocardial infarction, acute heart failure, successful resuscitation from cardiac arrest¿ due to ¿palpitations for 4 days and breathlessness for 4 hours¿ during a routine infusion of PICC fluids. On (B)(6), the patient was given a routine infusion of fluids into the PICC. On (B)(6), when the patient was using the PICC for routine infusion, the septum was cracked and there was leakage of fluid, and no further leakage occurred after the positive pressure connector was replaced.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.